Event description:
Patient called stating he had a right hip replacement done on (B)(6) 2010 and was revised on august 30, 2019 due to a fracture. Patient stated he has retained an attorney and that his attorney will contact our legal department. *update 09jul2020: provided medical records and clinical review revealed that "p/o diagnosis: 1. Failed right tha 2. Periprosthetic femur fracture s/p explant 3. Metalosis from implant wear. " ... X-ray ... Complete disassociation of femoral head from femoral stem ... Extensive metalosis ... With fem. Stem explant ... Prosimal femoral fracture was incurred ... Retain acet. Component ... Fracture fixed with 4 synthes cables ..."

Manufacturer narrative:
Reported event: an event regarding metallosis (excessive metallic debris) and disassociation involving a lfit v40 cocr head that was mated with citation stem. The event was not confirmed. Method & results: -device evaluation and results: not performed as product was not returned. -clinician review: a review of the provided medical records by a clinical consultant stated the following comment: " 8/30/19 operative report (dictated 9/10/19) 1. Revision right tha 2. Orif right periprosthetic proximal, femur fracture 3. Synovectomy for metalosis p/o diagnosis: 1. Failed right tha 2. Periprosthetic femur fracture s/p explant 3. Metalosis from implant wear. " ... X-ray ... Complete disassociation of femoral head from femoral stem ... Extensive metalosis ... With fem. Stem explant ... Prosimal femoral fracture was incurred ... Retain acet. Component ... Fracture fixed with 4 synthes cables ..." Components changed to rest. Mod stem size 9 155 stem, 36/+2.5 lfit head, 36/10 degree x-3 insert. Uncomplicated surgery. No clinical or pmh, no patient demographics, no primary tha operative report, no imaging studies, no lab or pathology reports, no exam of explanted components. Based upon the information available for review, no confirmation of the event description or creation of a medical report is possible for this case." -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. H3 other text : device not returned

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
Patient called stating he had a right hip replacement done on (B)(6) 2010 and was revised on (B)(6) 2019 due to a fracture. Patient stated he has retained an attorney and that his attorney will contact our legal department. Update 09jul2020: provided medical records and clinical review revealed that "p/o diagnosis failed right tha. Periprosthetic femur fracture s/p explant. Metallosis from implant wear. " ... X-ray ... Complete disassociation of femoral head from femoral stem ... Extensive metallosis ... With fem. Stem explant ... Proximal femoral fracture was incurred ... Retain acet. Component ... Fracture fixed with 4 synthes cables ..."